Event description:
It was alleged that the power cord sparked when plugged into wall outlet. The unit was returned to kci and tested and met specifications however, the power cord was not returned to kci for evaluation as it was discarded by the customer. The unit, including power cord, was tested per quality control procedures and met specifications before being delivered for placement on the patient. This device was initially placed with the customer on (B)(6)2010. There was no injury reported. The claim that the power cord sparked, the cause nor the source could be determined based on the information provided. Other causes, including misuse, abuse or power source, could not be ruled out.